Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to noise and inappropriate therapy. A fracture was noted on the lead.